Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Event description:
Additional information received: no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed and the top case was chipped in the front. The plunger lever was broken off. There was plunger not in place alarm in the event history log. Visual inspection confirmed the reported broken plunger. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator determined that the user had broken the plunger. This was established as the root cause. The right plunger case was replaced as a result. The aforementioned worn components on the pump were also replaced. The pump was restored to full functionality following the repairs.

Event description:
It was reported that the medfusion pump had a broken plunger. No patient injury or complications were reported in relation to this event.